Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic retrograde cholangiopancreatography procedure with stent placement. According to the complainant, the physician was trying to stop a bleed, and as he introduced the interject needle, the needle would not come out of end of the catheter. The needle was removed from the scope and from service. After closer inspection, that needle was found to be exiting the side of the catheter. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event of the needle exiting the side of the catheter. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic retrograde cholangiopancreatography procedure with stent placement. According to the complainant, the physician was trying to stop a bleed, and as he introduced the interject needle, the needle would not come out of end of the catheter. The needle was removed from the scope and from service. After closer inspection, that needle was found to be exiting the side of the catheter. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A functional evaluation was performed on the returned interject injection therapy device. The needle was able to be extended and retracted as intended. Visual evaluation found the outer sheath punctured approximately 1cm from the distal tip. It is likely that during the procedure the device needle penetrated the sheath and would not extend properly. Anatomical or procedural factors may have been encountered, which contributed to the reported failure. The most probable root cause of the failure is considered operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.